Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is not available for evaluation. The investigation is pending.

Event description:
The complaint/event involved a tego® connector. Air reportedly entered the patient's catheter. No cut, no tear and no hole was noted on the catheter or the valve. There was no visible default on the device before use. No medication was involved. The bubbles in the tubing were situated in the venous branch of the catheter. The pump did not trigger the alarm for air in line. The event occurred during disconnection of venous line to the catheter, when the pump stopped, after the blood restitution. The air bubbles remained in the venous branch of the catheter due to immediate clamping, which stopped the progression of the bubbles towards the patient's vessels. The air bubbles were about 0.5ml. No air eliminator filter was used. Measure taken: change out of the tego valve to another without similar event. Date the valve was installed: (B)(6) 2024. Date of the valve was removed: (B)(6) 2024. Disinfectant used: chlorexidine alcoholic. List of products used in the circuit: lovenox 4000ui, aranesp 30microgram, taurolock urokinase. There was no serious injury, no delay in critical therapy, no need for medical intervention, nor any blood loss. There were no consequences for the patient¿s state of health/no harm.

Manufacturer narrative:
This report has been identified as a duplicate report and needs to be closed. This event has already been captured under 9617594-2024-01528. Refer to that file for all future updates.